Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was not working. The issue was found during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water-tightness of cable unit, water tightness is lost and endoscopic image cannot be displayed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor water-tightness of cable unit, water tightness is lost and due to a gap between cable unit, the endoscopic image cannot be displayed. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
When the camera head was plugged in for use, the screen was blank.